Event description:
It was reported that the patient presented in-clinic for a check. Upon review, the implantable cardioverter defibrillator exhibited premature battery depletion. The implantable cardioverter defibrillator was explanted and replaced. Patient was stable.

Manufacturer narrative:
The reported field event of premature battery depletion was not confirmed in the lab. Interrogation of the device revealed the device was at elective replacement indicator (eri) when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage and programmed settings. Telemetry, pacing, sensing, impedance, hv output, hv shock, patient notifier were tested on the bench. No anomaly was detected.